Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the pump has been returned and evaluated by product analysis on 10/08/2015 with the following findings: during investigation, the black box data and alarm history was unable to be downloaded. During a visual inspection of the pump, no damage was found to the battery compartment or returned battery cap. The returned battery cap secured properly to the pump. There was no evidence of moisture found inside the battery compartment. During testing, the pump powered on to a blank display with audio and vibrations functioning. A test display was inserted and remained blank at power up. The ¿no power¿ complaint was unable to be adequately investigated due to a blank display and moisture damage. There was moisture observed behind the display lens. A leak test was performed and failed indicating a battery compartment leak. The pump case was removed and there was moisture corrosion found throughout the inside of the pump. The pump case was observed to be cracked near the top right corner of the display lens.